Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch select meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on an unspecified date and time he obtained an inaccurate high blood glucose reading of ¿161 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management regimen in response to the alleged elevated result. The patient claimed he developed the symptom of feeling ¿sweaty¿ an unknown time after the alleged issue began. In response to his symptom, the patient reported receiving health care professional (hcp) phone advice ¿to keep performing his blood glucose tests.¿ the patient claimed he did not perform blood glucose tests on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/19/2014). The patient¿s meter and test strips have been returned on 12/4/2014 and 12/17/2014, respectively, and evaluated by lifescan product analysis on 12/8/2014 and 12/18/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.